Event description:
The manufacturer was contacted in reference to a dreamstation auto CPAP device. The patient alleges not being able to feel the air when inhaling, and stated sleep was very poor. The patient also stated changing the humidifier settings did not help the situation. The humidifier was set to 4. The hose was getting water inside due to moisture. Black particles were in the port where the tubing connects to the humidifier. The patient cleans the device and accessories with vinegar. The patient stated the month of may 2024 was "pretty bad", and then the current month was "bad" again. The air pressure was described as "not consistent throughout the night", "sometimes a big puff of air", and "sometimes nothing really". It was also alleged humidity was an issue, and the device data has not been accurate for a while. The patient visited the ent (ear, nose, and throat) doctor, and was prescribed an unspecified nasal spray once daily. Additionally, a relative of the patient reported the patient experienced device air flow randomly stopping and starting again throughout the night. This was described as the air flow starting out "normal", then gradually decreased until the air flow completely stops. Then randomly, the device would push a burst of air, then gradually decrease again to the point the patient could not feel the air flow anymore. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.